Manufacturer narrative:
Initial reporter is a synthes employee. Part: 03.100.039, lot # t112441, manufacturing site: (B)(4). Release to warehouse date: october 10, 2014. A review of the device history records was performed for the finished device lot number, and no non-conformance's were identified. A product investigation was completed. The device was received with the cutting surface of the chisel dull. There is blunting of the cutting edge due to multiple uses. The distal tip of the device shows signs of wear. This is consistent with the reported complaint condition, thus confirming the complaint. After a visual inspection, it is determined that the chisel is worn from repeated use and servicing. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on august 02, 2019, one (1) curved pelvic osteotomy chisel, one (1) pelvic osteotomy chisels, one (1) angled pelvic osteotomes and one (1) bayonet - shaped pelvic osteotomes were noticed to have gouges and flattening of the cutting edges through inspection. There was no patient and procedure involvement. This report is for a curved pelvic osteotomy chisel. This is report 1 of 4 for (B)(4).